Event description:
The contact stated that a control test had been performed and the results was in the 200's (mg/dl). While troubleshooting, 2 more control tests produced results of 168 md/gl. The normal control range is 93-120 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.